Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. In addition, as a result of the evaluation, the following was confirmed. The endoscopic image failure occurred due to a failure of the camera cable unit. The connector was damaged by flooding. The imaging unit of the camera head¿s main body was flooded. Based on the information provided, the endoscopic image failure may have occurred because video communication could not be transmitted to the video system center due to damage to the camera cable. Omsc checked the product shipment record and found no abnormalities on the device. Therefore, the damage to the camera cable may have been caused by the user's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against damage to the camera cable. By following this instruction, omsc determined that the occurrence of the reported event can be prevented. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was noisy. There was no report of patient injury associated with the event.